Manufacturer narrative:
Taper ii medwatch sent to FDA on: 09/30/2015. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Healthcare professional reported an event of "vomiting"; a lap-band ap system adjustment took place to treat event. Healthcare professional reported an event of "tubing leak", the action taken to treat the event was a lap-band ap system surgical revision, specified as an access port revision with preservation of same access port.